Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive motor of insulin pump was very slow and had no delivery alarm. The customer¿s blood glucose level was 167 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. No excessive no delivery alarms were noted. The device was programmed with test minilink and the glucose sensor simulator. It communicated properly with glucose sensor simulator and display the 100 value properly on display graph. The sensor feature working properly. No unexpected lost sensor alarms were noted. It was received with cracked case at display window corners, display window, belt clip slot and battery tube threads. It was received with minor scratched display window and case. In addition, it was received with stained end cap sticker and back address serial number label.